Event description:
Same event as MFR #: 2030404-2012-00255, 00254, 3005188751-2012-00251. It was reported after a left ventricular ablation procedure, a cardiac tamponade occurred. The physician approached the left ventricle by going retrograde through the aorta. Mapping and geometry was done in the left ventricle with a livewire ep catheter. Ablation was done in the left ventricle with a safire duo irrigated ablation catheter which had an occlusion error after the first ablation on the irrigation pump, which was checked by flushing the irrigation line but the alarm remained. That was then exchanged for a therapy cool flex ablation catheter which kinked and knotted, noted on fluoroscopy. After it was manipulated, the issue was resolved. A second safire duo catheter was then used but also had an occlusion error displayed. The catheter was removed from the patient and flushed outside of the patient, but the pump alarmed again. The physician noted the catheter lost the full range of steerability. A new catheter was used and the procedure was completed. Approximately two hours post procedure, a cardiac tamponade was detected. A pericardiocentesis was done and no further treatment was necessary. Additional information was requested but was unavailable.

Manufacturer narrative:
One therapy cool flex 7f catheter was received for evaluation. Visual inspection revealed multiple bends and kinks at the catheter curved area approximately within 9.0 cm from the distal tip. The catheter was deflected but did not create a proper curve to match the required template. Steering force to create a curve met the required specification. The catheter passed the continuity test, EKG noise level test, pressure drop test, ablation simulation test, and flow rate test. The catheter tip was investigated under the microscope, no nonconformity was observed. The catheter meets electrical and thermal inspectional criteria. The catheter did not show stiffness during the test and it deflected normally. However, the catheter curve was damaged and developed bends and kinks during use due to the bending of the flat wire and the activation wire which affected the catheter performance. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports as well. The most probable root cause classification is anticipated procedural complications as cardiac tamponade is a known physiological effect of the procedure and is noted within the IFU.